Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error alarm. The customer's blood glucose value was unknown at the time of incident. The insulin pump was dropped. The insulin pump will be returned for analysis.

Manufacturer narrative:
The p-cap / reservoir locked properly into place. The pump was received with a critical pump error due to moisture damage to the force sensor. The pump was received with corroded electronic assemblies and a corroded motor home switch. We were unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement or self tests due to the critical pump error. The pump was received with a pillowing keypad overlay, minor scratches on the case, a missing display window cover, a cracked keypad overlay, a cracked case on the battery tube, a cracked case-corner of belt clip rails and cracked battery tube threads.